Event description:
It was reported that the patient was experiencing irritation at the ipg site and that the ipg pocket was shallow and likely causing increased heating when charging. During the procedure, when the pocket was opened the physician noticed oozing and decided to explant the ipg. The patient was placed on antibiotics and the patient was doing well postoperatively. The explanted ipg was discarded.